Event description:
Customer reported high bg's of 200 to 300 since she changed out her cartridge and is the previous day. A system check passed, but customer feels as if the insulin was coming out slower than normal. Cts suggested the user change her cartridge, tubing and site to see if issue resolves.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 301 mg/dl. Customer stated the patient line appears abnormal, and during troubleshooting insulin seemed to be coming out slower then usual.